Event description:
It was reported that the instrument broke during the procedure with no clinical consequence to the patient. Additional information was provided clarifying that the patient was undergoing a left shoulder arthroplasty and when the surgeon was placing a screw inside the humeral head, the screwdriver tip adhered to the screw and broke off the device. Multiple attempts were made to retrieve the broken piece, and an intra-operative x-ray was taken, no information was provided regarding what was seen on the x-ray. The surgeon decided to leave the broken piece inside the screw head as it "looked stable". The procedure was completed without any other incidents and there was no clinical consequence to the patient. The hospital or leadership were informed of the event and the hospital retained the instrument.

Manufacturer narrative:
It was reported that the device was available for evaluation, the manufacturer has contacted the facility regarding the return of the device for evalution but it has not been returned to the manufacturer. A review of device history record found no nonconformances or deviations during the manufacture of the device. The device met all manufacturers specifications. As the device was not returned no physical evaluation could be performed. There were images provided of the instrument, and these were examined. Based on the imaging and the information provided it was concluded that the tip most likely fractured as it was over tightened and force was applied. The surgical techinque states to use a two-finger tightening technique. Based on the available information it was determined the most probable cause was unintended use error caused or contributed to the event.